Event description:
Additional information received per the medical records indicate that the patient has a history of morbid obesity, bilateral leg swelling, high risk for thromboembolism and bariatrlc surgery. The filter was deployed via the patient's right internal jugular vein. It was placed at approximately the l2/l3 level, below the renal veins. There were no immediate complications. The patient tolerated the procedure well.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts into organs. The patient became aware of the reported event approximately four years and ten months after the index procedure. The patient had also experienced headaches, stomach nausea, stiff neck, confusion, disorientation, memory loss and shortness of breath (using inhaler a few times a month).

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused inferior vena cava (ivc) perforation. The patient reported becoming aware of perforation of filter struts into organs approximately four years and ten months post implant. The patient also reports headaches, nausea, stiff neck, confusion, disorientation, memory loss and shortness of breath (using inhaler a few times a month) related to the filter. According to the implant record the indication for the filter was a history of morbid obesity, bilateral leg swelling, high risk for thromboembolism and bariatric surgery. The filter was placed via the right internal jugular vein and deployed at approximately the l2/l3 level, below the renal veins. There were no immediate complications and the patient tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without post implant images available for review the reported event could not be confirmed or further clarified. Due to the nature of the complaint the reported headaches, nausea, stiff neck, confusion, disorientation, memory loss and shortness of breath could not be further clarified. These events do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Reporter occupation: senior counsel litigation. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused inferior vena cava (ivc) perforation. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without post implant images available for review the reported event could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, ivc perforation. As a result of the malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.